Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 240 mg/dl. The customer treated with manual injections. The drive support cap appeared normal and recessed. The insulin pump failed the displacement test both times. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for one day with no unexpected heating battery anomaly noted. No punctures were noted on the liquid crystal display circuit board isolation tape. The insulin pump passed the self test, off no power test, reset error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The operating currents were within specification. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads. Moisture damage was noted on all electronic assemblies.